Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 2 assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there is mention of a driveline infection with start date and admission of (B)(6) 2019. Site of infection was described as a pump related bacterial driveline infection. Treatment included surgical therapy and drug therapy. Reported cause of infection was reported to be due to the patient¿s condition. Driveline insertions debrief doman at time of admission. No additional information provided.